Event description:
A physician successfully deployed an xact stent into the internal carotid artery. Approximately three weeks post the stenting, the patient experienced a "massive" stroke. The current condition of the patient is unk.

Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.